Event description:
Device 1 of 3. Reference MFR report#s: 1627487-2011-05355, 05356. The pt received her scs system on (B)(6) 2011 including 2 percutaneous leads (from different lots) and an ipg. It was reported that the pt died on (B)(6) 2011. She passed away with her scs system still implanted. Her scs system was not officially activated at the time of death. The pt's dr does not believe the pt's death was device related. The pt's cause of death is currently undetermined. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the device history record found a non-conformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.